Manufacturer narrative:
Other secondary intervention: evaluation: results: (short angulated aortic neck). Conclusion: (short angulated aortic neck).

Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. The pt had a short angulated aortic neck, 5-6 mm in length, and the aorta was 33 mm in diameter. The physician used a non contrast CT. The pt was not a surgical candidate. It was reported that the device was placed lower than intended due to the short angulated aortic neck. The physician placed a talent 36 mm cuff successfully covering the space between the renal artery and the bifurcated stent graft. No additional clinical sequelae were reported, and the pt is fine.